Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain, cloudy effluent, and nausea coincident with peritoneal dialysis (pd) therapy. The patient not was hospitalized for the event. The patient was treated with cefazoline and kloksacyline (250 milligrams, four times, route not reported). At the time of this report, it was reported not reported if the patient recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). If there is any further relevant information from that review, a supplemental medwatch will be filed.